Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be replicated or confirmed. Review of the event log showed the device was used for approximately 50 minutes with two successful charges and shocks delivered. Following the second shock, the ECG signal became increasingly noisy and multiple "pads off/on" messages were recorded during CPR intervals before the electrodes were ultimately removed. No device errors were logged, only advisories. Testing was performed with the returned multifunction cable with no issues noted. Internal inspection found no discrepancies. The device passed all testing successfully. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 49-year-old male patient, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however, it was not confirmed to be a direct result of the reported malfunction.